Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experience coupling and/or communication issues and it was suspected that the neurostimulator was overdischarged. The pt also felt some slight shocking when putting the recharger on. However, the pt did not have stimulation as she had not recharged in over a month. The pt met with her physician and manufacturer representative regarding the event and could recharge successfully. Additional information received reported the cause of the event has been overdischarged. Out of range impedances (>10,000 ohms) were measured on july 20, 2011. Additionally, a disconnection at the lead-neurostimulator connection site was identified on july 11, 2011. The pt had not been feeling simulation on her right leg. Reprogramming took place on july 20, 2011. It was noted the pt recovered without sequela but was going to undergo a revision in the near future.